Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool confirmed power error 25, power loss alarm and replace battery alert, due to non-sleep anomaly software error. Unit received with minor scratched lcd window, keypad overlay texture damage, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error 25. The customer's blood glucose was 9.5 mmol/l at the time of incident. The customer states the experienced a pump error 25 and were unable to resolve the issue. The reservoir will not be returned for analysis. The customer was asked verbally and in written form to return broken pump for analysis.